Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had "damaged internal parts". The device was not used in surgery. No injuries or medical intervention were reported. The date of the event is unk. No additional info is available.